Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A sample is in transit to the mfg site for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that there was a failure of the ultrasound oscillation during a surgical procedure. The sys was exchanged to complete the procedure there was no harm to the pt.